Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle precision neo meter; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported the customer's adc blood glucose meter had black markings on screen, which kept customer from being able to read blood glucose results. Due to this issue, customer experienced seizure while at work, but was reportedly able to treat himself (unspecified). There was no report of death or permanent injury associated with this event.